Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump alarmed for compromised force sensor system and insulin was "squirting out" during the manual prime process. Customer's blood glucose was 143 mg/dl. Customer stated that drive support cap was normal. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No compromised force sensor system alarm noted during test. (B)(4).